Event description:
It was reported that the compressor was generating a leakage sound. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor was generating a leakage sound. Based on provided information, it was found that there was broken tube inside unit. Identification of issue has been done by analyzing problem description and attached photo. The issue was reportable as it may lead to stop of ventilation. The issue has been resolved by replacing compressor tubing and the device was delivered to the user in working condition. The root cause of the issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 02/01/2021. Corrected manufacture date: 07/14/2020. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref #: (B)(4).